Event description:
It was reported that plunger sensor not working. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed some damaged on keypad screen. Customer?s reported issue was duplicated. Syringe plunger not in place and failed syringe plunger sensor reading. The root cause of the reported issues was determined to be design related. Part was broken off from plunger board and plunger also broken off from glue. Actions taken to mitigate the reported issue: replaced plunger board. Performed syringe test and all functional tests which passed.